Event description:
It was reported to boston scientific corporation in 2008, that a nottingham one-step hydroplus was observed to have a bent tip that could be seen through the clear packaging. There was not procedure or pt involvement.

Manufacturer narrative:
A visual examination of the returned device revealed slightly bent catheter tip observed through the sealed packaging. A functional evaluation found that a 0.038 inch guidewire could be passed through the catheter with slight resistance at the tip due to the bend. The most likely cause of the device malfunction is handling damage.